Manufacturer narrative:
Device evaluation was previously reported in manufacturer report number: 2017865-2020-04145 for an unrelated event. A complete lead was explanted due to dislodgement and returned for analysis. Analysis was normal. No anomalies were found besides procedural damage. The reported events high capture thresholds, and failure to sense were unconfirmed.

Event description:
Related manufacturer reference number: 2017865-2021-20191. Related manufacturer reference number: 2017865-2021-20192. Related manufacturer reference number: 2017865-2021-20193. It was reported that the patient presented with an unspecified infection. The system was explanted. The patient was in stable condition.